Event description:
Patient is 75 yr old female in or on 2-11-99 for right lumpectomy and axillary dissection. Patient had cardiac arrest during procedure. Similar event occurred on 1-11-99. Involved anesthesia machines evaluated. Patient had anoxic event and remains in a coma.